Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and reported event was confirmed. All pieces were returned for evaluation. Visual inspection of the returned tasp found signs of repeated use and has the medial condyle fractured off from the rest of the device. The device history records were reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter an conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the provisional is fractured.